Event description:
The customer reported approximately 180 patients had high results on multiple chemistries included uric acid, antistreptolysin-o, rheumatoic factor, aspartate aminotransferase, glucose, total protein, direct bilirubin, total bilirubin, gamma glutamyl transferase, alanine aminotransferase, amylase, cholesterol, blood urea nitrogen, lipase, alkaline phosphatase, immunoglobulin g, lactate dehydrogenase, creatine kinase and phosphorus on their au5800 clinical chemistry analyzer. The customer indicated six patients¿ results were reported out of the laboratory, however, those were later corrected after the customer repeated all samples with acceptable results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patients¿ data or demographics.

Manufacturer narrative:
Beckman field service engineer (fse) evaluated the au5800 chemistry analyzer and identified tubing malfunctioned. The fse replaced the tubing to resolve the issue. The fse performed calibration, photocal and quality control, which all passed. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is case- (B)(4).